Event description:
During insertion, the user noticed that the stylet tip was severed. The line was removed and the stylet was fine, but what looked like the tip of another stylet was stuck in the catheter.

Manufacturer narrative:
The complaint was confirmed and cause is unknown. One powerpicc 4fr s/l catheter was returned for evaluation. The tls wire was broken and was received in two segments. Under microscopic examination, the wire did not break at the junction of stylet wire and magnetic strips. It appears that the wire was broken in the center of the yellow shrink tubing that holds the magnetic strips together. The distal segment of the magnetic tip only contains six magnetic strips. It is possible that the wire was broken under tensile stress. However, the exact mechanism of damage is unknown. A chr of lot #rese0647 showed no other similar product complaints from this lot number.